Manufacturer narrative:
The device was returned with the pusher and implant for analysis; only the distal half of the pusher and the implant were observed. The implant was still attached to the pusher. The implant maintained some shape and contained some damages to the coils. The body coil of the pusher distal of the attachment bond area did not contain any notable damages; however, stretch damage was observed throughout the proximal portion of the attachment bond area. The attachment bond area and .001" of the wire loop remained mostly intact. Along the stretched body coil of the pusher, the lead wires and .001" wire could be seen. The broken tips of the green lead wire and .001" wire appeared stretched. The stretched portion of the body coil started to straighten, and progressed towards the proximal end. The broken tip of the body coil loops flat and had some residue. There were no other notable observations. Based on the investigation the complaint of a detached coil was unconfirmed. The implant was still attached to the pusher, and the attachment monofilament and bond did not present any abnormalities. The pusher, however, was found broken and the proximal body coil stretched. The pusher most likely broke around the transition area, because the tip of the body coil contained residue, which appears to be uv glue used at the transition area. The breakage seen on the green lead wire and .001" wire experienced over specification of pull force, which can happen during frictional retrieval of the device.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil did not detach. During the removal attempt, the coil detached in the microcatheter. Both segments of the coil were removed together with the microcatheter. There was no reported patient injury or intervention.